Event description:
This complaint was received through the medical information center. The wife of a cypher stent recipient called to report that her husband died of an unk cause approximately seventeen months after receiving a cypher stent in a saphenous vein graft. No information was given regarding the index procedure and it is not known if an autopsy was done.

Manufacturer narrative:
Additional information will be submitted within thirty days upon receipt.